Event description:
Following a catheterization procedure an angio-seal device was placed in a pt's right groin. Hemostasis was achieved with the device, and the pt was transferred to another hosp. Approx three hrs following the procedure, the pt lost his peripheral pulses. The pt was taken to the operting room where the surgeon removed the device anchor and collagen from the vessel. The pt was identified as having a small femoral artery (5mm) at that time. At the time of this report the pt was reportedly doing fine. As of 10/20/98 there has been no further report to the MFR of complication or pt sequelae.